Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At an unspecified time, the device was programmed to deliver dextrose 10% at a rate of 12 ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported that the nurse noted the device was delivering at a rate of 308 ml/hr instead of the intended 12 ml/hr. The customer contact indicated the pt's blood sugar increased to 487 mg/dl. The customer contact stated the delivery was stopped. After an unspecified length of time, the customer contact reported the "sugars have evened out." The device was removed from clinical service. At an unspecified time, the therapy was resumed at an unspecified time using a replacement device. During testing at the user facility, the device passed testing. The customer contact indicated that after a review of the device history at the user facility, the event was the result of an operator error in programming the device. Through requested, the customer declined to provide add'l info.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The customer contact indicated that the device passed testing at the user facility. The customer contact reported the event was the result of an operator error in programming the device. This report represents all the info known by the reporter upon query by hospira personnel.